Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not delivering insulin. Additionally, it was reported that the pump notified the customer that the cartridge was empty when the cartridge was actually full. There was no reported adverse impact to the customer's blood glucose level. During a follow-up call, the customer declined to provide additional information regarding these events.